Event description:
In (B)(6) 2012, I began having severe pain in the general area of my right knee. By (B)(6) 2012, the pain became unbearable. Upon xrays of my right knee it was discovered that the disassociation of the patella button and it had traveled up into my lower thigh area. In (B)(6) 2013, I was again having severe pain and swelling in my right knee. Xrays revealed that the tibial base plate was loose. Due to medical device, smith and nephew tkr, failures I had to endure two separate right knee revision surgeries.